Event description:
During an in-service it was discovered that btm was not sufficiently fixed to the surgical wound and one of the plastics consultants sutured btm into place to avoid further exposure of the wound bed and to temporize the wound. The IFU states that btm should be implanted to a newly debrided wound bed and stapled/sutured to the wound.